Event description:
The user facility reported that a patient awaiting heart/kidney transplant was taken to the or for placement of impella 5.5. The 5.5 was successfully placed. It was noted that the patient was tolerating support well waiting as status ii. During support the patient had tooth ache and was in need of an extraction. The patient was changed to status 7 due to infection. In addition, it was noted that the anti-contamination sleeve detached from locking mechanism on distal end. Team consulted surgery for replacement with positive blood cultures. Heparin was on hold due to removal of teeth. The patient also had a cyst rupture in right lower extremity unrelated to impella. The patient continues on impella support. Status ii heart/kidney.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.